Manufacturer narrative:
An event regarding revision for loosening involving an mrh femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and ap x-ray by a clinical consultant indicated that the root cause of failure cannot be established with the available information. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, lateral x-ray, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause.

Event description:
Patient had revision of failed cemented total knee in 2011. Followed up recently with comments to surgeon that knee did not feel right. Dr. (B)(6) suspected something mechanic. Upon exploration of knee in the or - it was decided the cement bond had failed on the femoral side. It was removed and the grms system was utilized with incident.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient had revision of failed cemented total knee in 2011. Followed up recently with comments to surgeon that knee did not feel right. Dr. (B)(6) suspected something mechanic. Upon exploration of knee in the or - it was decided the cement bond had failed on the femoral side. It was removed and the grms system was utilized with incident.